Event description:
It was reported by service report that the bottom rail broken. No adverse consequences have been reported.

Manufacturer narrative:
Results - damage by truck being lowered onto cot.